Event description:
It was reported that the customer had changed her infusion set three times. Customer's blood glucose level has been over 500 mg/dl. Customer's blood glucose level was 429 mg/dl. Customer had high blood glucose levels two days ago. Customer's current blood glucose level is 300 mg/dl. Customer has the following symptoms of high blood glucose levels: vomiting and nausea. Customer has a back-up plan, but it is not with her since she is on vacation. Customer does not have any more sets. Customer ran a manual prime and the insulin exited the tubing. Pump programming and settings were correct. Customer does not have a tubing clamp available. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Customer was in a hurry and will visit a hospital to treat for their high blood glucose levels. Customer was advised to change the entire set, reservoir, and insulin and treat per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).